Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: product use was incongruent with the IFU and might have contributed to this event due to: right iliac artery diameter of 8.0cm and the greater than ninety degree angle of the left common iliac artery. Cautionary product use conditions that might have contributed to this event were the moderately severe calcifications at the bifurcation and iliacs, and the tortuous iliac arteries. The reported difficulty deploying the bifurcated stent and the persistent unknown endoleak of the right iliac, its treatment and outcome could not be substantiated due to lack of information. No post implant imaging studies were available. No angiography was provided. The patient was discharged home without complications on the fifth post-operative day. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be conclusively determined with available information.

Event description:
It was reported that during implant, the main body and limbs of a bifurcated device were deployed and it appeared that the right side contralateral limb did not fully deploy. Two limb extensions and a competitor device were also deployed within the distal end of the limb extension. Upon evaluation of the post angiogram an endoleak was observed within the right limb. At that point, the physician decided to use another limb extension to bridge. Another angiogram was performed which showed the leak unresolved. The physician concluded that the leak was originating in the area of the aortic bifurcation or proximal iliac and decided the best solution was to use another main body within the original to seal the leak. On post angiogram evaluation, it appeared that the endoleak was resolved. Patient is doing well, no complications noted.